Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that a screwdriver broke while inserting a 1.5mm screw. The surgery was completed with a second driver after a few minutes delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00016 for the driver involved in this event.